Event description:
It was reported that a vial-mate reconstitution device had a leak, which occurred after the medication had been dissolved in the vial. The leak was observed at the blue and white plastic areas. The drug used during the reconstitution was unknown. The event occurred during reconstitution of unspecified drugs. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed.